Manufacturer narrative:
Product is no longer available to be returned.

Event description:
It was reported the patient received the following results ranging from 20 mg/dl to 200 mg/dl within 10 minutes. The exact values were unknown.